Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the dental implant failed due to a malfunction in the hexagon. The doctor reported that the procedure was completed with another implant on the same day and that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation.visual evaluation of the as returned implant identified damage around the platform and internal hex. Additionally, the implant collar was damaged possibly during removalprocess. Functional testing was not performed due to the nature of the device and event.no pre-existing conditions were noted on the per. The reported implant was intended for an unknown tooth location.picture images were not provided.review of appropriate documentation:document reviewed:biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01.information identified: contraindications, warnings, precautions and potential adverse events.per the applicable IFU, it is stated that improper technique and overloading may lead to device failure.DHR review:DHR review for the lot (2019012053) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa.complaint history review:complaint history review was performed for the reported lot number (2019012053) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified.post market trending review:august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.